Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and not available for return to the manufacturer for analysis; therefore, a product analysis could not be conducted, and the reported issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during a peripheral coil embolization, the coil did not detach initially with the use of the detacher; however, the coil unintentionally detached without further attempt with the controller. The device is implanted in the patient. There was no reported patient injury or additional intervention.